Manufacturer narrative:
(B)(4). Customer has indicated the the product will not be returned for investigation due to surgeon is still using until a replacement device is received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon felt the monoblock inserter felt loose between the end of the instrument and the shell while performing a total hip arthroplasty. Additional information requested and received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.